Manufacturer narrative:
A field service engineer (fse) contacted customer via phone. Fse was unable to confirm the error. Upon contact with customer, the reported issue had already been resolved by the customer. The customer stated they cleaned the sample syringe z-axis rod to resolve the issue. The aia-360 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. The aia-360 operators manual under section 7-1: list of error messages states the following: [4014] spec.sy home overrun the specimen syringe motor overran on the home side. Description: turn the power off and on again. Troubleshooting: if this problem reoccurs, contact the service department. The most probable cause of the reported event was due the sample syringe z-axis rod needed cleaning.

Event description:
A customer reported 4014 specimen syringe home overrun error on the aia-360 analyzer. Customer rebooted the analyzer. But the error persist. The analyzer is down. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to delay in reporting of patient results.